Event description:
Reporter reported that a home patient had a rupture of the homechoice cassette, and there was loss of the solution during therapy. No pt injury or medical intervention was indicated in the initial report.